Event description:
The customer reported the system displayed a communication error and would intermittently lock up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos was evaluated and replaced. The power plug was reseated. The system was tested and found to be working as intended and returned to service.